Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a missing blue pull ring cap to the patient connector. The reported condition was verified. The cause of the condition was determined to be manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one protection cap (on the patient line) was missing from a homechoice cassette. This was identified after opening the packaging. There was no patient involvement. No additional information is available.